Event description:
During a remote follow-up, episodes noise resulting in oversensing were observed on the atrial channel of the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.